Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was observed to be depleting rapidly. Additionally, multiple occlusion alarms occurred. Reportedly, the customer resolved the alarms by checking the infusion tubing and resuming insulin delivery. The customer declined assistance from tandem technical support regarding the issues. No additional information was provided. There was no reported adverse impact to the customer.